Event description:
On (B)(6) 2013 end user reported that the bandages tore her skin.

Manufacturer narrative:
Aso reviewed the following records for testing performed on similar lots of product. Murine local lymph node assay (llna) - sc extract, lot tr-05-071-001, lot number 200721-01. Iso intracutaneous study - extract - lot tr-05-071-001, lot number 200721-01. Cytotoxicity study using the iso agarose overlay method - tr-05-071-001 - lot number 200721-01. All testing was acceptable.